Manufacturer narrative:
(B)(4). Medwatch# 5072283. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow of blood through an extension set with one-link needle-free IV connector. The reporter stated that after the patient was connected, the line was flushed with saline solution and clamped. An unspecified amount of the patient¿s blood then backflowed into the set and leaked out of the set at the ¿hub distal to luer lock connector but before clamp.¿ the set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.